Manufacturer narrative:
Additional component: controller - (B)(4), catalog # 1403us, MFR date: 10-30-2014, exp. Date: 10-31-2015. Additional information received: it was stated that the patient tolerated pump exchange well, some post operative bleeding, but progressed as expected. It wa further stated that the patient was home doing well. Hvad pump (B)(4) and controller (B)(4) were returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed several high watt alarms and a rise in power consumption, surpassing normal power consumption range. Analysis of the controller revealed that the device met specifications; the controller passed visual inspection and functional testing. Analysis of the pump revealed that the device passed functional testing and dimensional verification but failed visual examination due to the scoring marks observed on the upper and lower housing ceramic surfaces and matching surfaces of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Independent pathology report revealed evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. Serious and life threatening adverse events, including thrombus formation, have been associated with use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) the system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. High watt/thrombus is a known potential complication associated with all patients implanted with vads. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was instructed to come to the hospital, log files sent confirm increase in power starting (B)(6) 2016 with spike on the 12 and started on eparin gtt. Urine is heme positive (B)(6) colored. Ldh is elevated. Inr at time of admission was 2.1. Exchange is planned for (B)(6) 2016.